Event description:
The catheter migrated/dislodged and was replaced. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).